Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-07232. During follow-up, loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislocated. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.